Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, very tight, and 99% stenosed mid left anterior descending artery. Pre-dilatation was performed with an unknown 1.5 x 15 mm balloon catheter. When a 2.5 x 38 mm xience prime was deployed, a proximal edge dissection occurred. A 2.75 x 15 mm xience v was used to treat the dissection. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use, is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.